Event description:
Patient reported right side "under recall". Patient later reported "remove the prosthesis for health reasons, as has the prosthesis turned around and has been showing many symptoms of rejection since the time, patient had it placed". Healthcare professional later reported "baker grade iii capsular contracture, breast pain, and leftward rotation of the breast implant" and "slight medialization of the breast implant". Device was explanted. Patient was prescribed analgesic and anti-inflammatory.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.